Manufacturer narrative:
Update/correction: the previous report did not have device evaluated, device returned to manufacturer, and evaluation summary attached fields completed in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. Analysis also revealed damage to the transition tube of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via an manufacturer's representative (rep) regarding a patient who was receiving 50 mg/ml morphine at 2.5 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having a pump replacement because the pump was nearing end of life. During the replacement the hcp noticed a slight pinch and fracture in the catheter near the pump connector piece. The hcp replaced the catheter, and there was no obvious medication pooling in the pocket site. The hcp wanted the patient to stay in the hospital overnight for observation, but there was miscommunication and the patient was discharged. The patient was contacted and told to meet a doctor at the pain clinic so their dose could be lowered. The patient would be titrated back up to their normal level over the next week. The hcp reported that the issue could have been caused by the pump flipping on several occasions. It was reported that the issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.